Manufacturer narrative:
Concomitant medical products: 694765 lead implanted: (B)(6) 2009; a7700-25 valve implanted: (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during arrhythmias. The ra lead remains in use. No patient complications have been reported as a result of this event.